Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and installed a new front end module board to remedy the problem. Full functionality and safety checks passed to factory specifications. The iabp was released for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had no ECG trigger. It is unknown under which circumstance this event occurred. However, there was no patient involvement and no adverse event was reported.